Event description:
The customer reported that the system would not display the image correctly and the top half of the monitor screen displayed horizontal lines. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor was replaced and adjusted. The system was tested and found to be working as intended and put back into service.